Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, the reported event was likely due to a component failure; however, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the cystonephrofiberscope had peeled adhesive rubber glue. There were no reports of patient involvement.